Manufacturer narrative:
Unresponsive button and button error alarmed due to all corroded buttons on keypad trace.

Event description:
The customer reported via phone call that the insulin pump's buttons were not working while they tried to deliver a bolus after exercising. There was no response from the act, express bolus, esc, and up arrow buttons. While on the line the customer received a button error alarm. The customer cleared the alarm but he was unable to get into the menu. The customer tried to insert a new battery but the insulin pump alarmed button error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.